Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, the set screw would not tighten down onto the lead. The lead was exchanged and the procedure was completed without further issue. The patient is in stable condition.

Manufacturer narrative:
The lead was returned in one piece. The lead was cleaned and the helix extended and retracted within specification. Electrical testing was performed and no anomalies were noted.